Manufacturer narrative:
Based on initial findings, the left mandible guide and therefore also plate seem to have been misplaced. Further investigation is ongoing. Maxilla and genio plate still in patient, only mandible plates were removed and replaced.

Event description:
Revision surgery needed as mandible did not advance as planned and caused the occlusion to be off.